Event description:
The customer reported that their pump no longer lasted as long as it did when new, suggesting it may be malfunctioning. However, there was no adverse impact on the customer's blood glucose level. Despite the issue, the customer declined further troubleshooting or follow-up from technical support, and no additional corrective actions were noted.